Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083567) on 18-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I had removal and hysterectomy") and adverse reaction ("terrible side effects") in a female patient who had essure inserted for female sterilisation. On (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction (seriousness criteria hospitalization and life threatening). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083567) on 18-feb-2019. The most recent information was received on 22-may-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('I had removal and hysterectomy') and adverse reaction ('terrible side effects') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction (seriousness criteria hospitalization and life threatening). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.